Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, the receiver displayed an error message for low transmitter battery. No additional patient or event information is available. Data was provided for investigation. Data investigation a confirm a low transmitter battery but did confirm a failed transmitter. The root cause could not be determined. The reported issue of low transmitter battery is reportable based on the finding of transmitter failure error.

Manufacturer narrative:
(B)(4).

Event description:
The device was returned evaluation. An exterior visual inspection was performed and passed. A voltage test was performed and failed. Share log data was reviewed and failed transmitter error was observed within the investigation window. The complaint confirmation was confirmed. The root cause could not be determined.